Event description:
Update summary: customer reported that the pump did not suspend the insulin delivery when he was experiencing a low blood glucose and when the sensor glucose value was trending low. Helpline explained that smartguard feature does not allow for the pump to suspend insulin based on a low sensor glucose reading. Helpline advised customer that the smart guard feature will try to deliver as little insulin as possible for a two hour period of time before it exits smart guard, which would allow the customer to manually suspend the insulin delivery. No treatment was mentioned for the low. Pump was used within 48 hours of the low. It was likely that smartguard was used based on helpline¿s response. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 48 mg/dl. The customer reported hypoglycemia treatment was unknown. The event involved product(s) mmt-442ag, mmt-342, mmt-7040a, mmt-1884. The customer reported low bgs. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. The customer declined to troubleshoot. No further patient complications were reported. No product return is required for mmt-442ag. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.